Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump display went blank three times. The customer's blood glucose was 317 mg/dl, which was treated with manual injection. During troubleshooting, the customer changed out the battery and the display did not return. She was advised to remove the battery for ten minutes and clean the battery cap contact with a cotton swab and isopropyl alcohol, and to allow one minute for the battery contacts to dry. After inserting a new battery, the display did return and passed a self-test the customer performed. Nothing further was reported.